Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 23-oct-25. This complaint is related to the following complaints: (B)(4) - both blue tips came out of the white device. (B)(4) - device returned with blue hook detached from loading catheter. Device evaluation 02 devices under catalog number (rpn) dt-6-5f and lot number c2311159 were returned under complaint numbers (B)(4). These did not match the reported complaint details. Requests were sent to the originator requesting confirmation regarding the correct catalog (rpn) number and lot numbers. This clarification was unable to be confirmed therefore an additional complaint was raised for the 02 devices returned to cirl with catalog number (rpn) dt-6-5f and lot number c2311159 - (B)(4). The dt-6 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0026) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to joints, cracks or breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ ¿introduce the loading catheter through the white seal in the multi-band ligator handle and advance, in short increments, until it exits the tip of the endoscope¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to device handling. It is possible that increased pressure or force while attaching the trigger cord to the hook led to the hooks becoming loose and subsequently led to the hooks detaching from the loading catheter while advancing through the scope. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the blue hooks are falling out of the white cord used to pull the device snug to the scope. Confirmed quantity of 01 x prior to use device. According to the initial reporter, the device did not make patient contact. Possible root causes could be attributed to device handling and increased pressure or force while attaching the trigger cord to the hook.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 23-oct-25.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported in email when responding to (B)(4). "I do have another pull through that had the same issue. Blue hooks are falling out of the white cord used to pull the device snug to the scope. "